Manufacturer narrative:
The cutter was requested however to date was not returned for evaluation. The sterilization and lot history records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure while in the patient's eye, the cutter failed to cut. There was no report of impact or injury to the patient.

Manufacturer narrative:
One opened bl5323w lot v4770 was returned for evaluation. The pack contained the cutter and the tubing only. The tip protector was not returned. Visual inspection found the needle bent and the port window in the opened position. The back cap was aligned correctly with the vent hole. Dried solution was visible in the tubing. The functional test found that the inner needle did not reach the cutting edge. The bent needle could contribute to the poor performance of the cutter. The cause of the bent needle cannot be determine.